Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. According to the instructions for use that accompanies the product, the valve's unique design allows the physician to non-invasively adjust the pressure/flow performance level pre-and post-implantation without the need for radiographic confirmation in order to address changing patient needs. The instructions for use also cautions that csf overdrainage may result in excessive reduction of csf pressure and predispose the development of a subdural hematoma or hygroma, and excessive reduction of ventricular size leading to obstruction because of impingement of the ventricular walls on the inlet holes in the catheter. In the reported case, the pressure level of the valve was set at the lowest setting, suggesting valve adjustment to higher pressure level may have reduced overdrainage. The reported event maybe related to user factors and not a malfunction of the device. All our valves are 100% tested at the time of manufacture.

Event description:
It was reported that the patient developed a subdural hematoma after the valve pressure level was set to 0.5. The patient died after three days.